Event description:
The customer reported manual sampling probe did not retract system message and approximately one milliliter of blood fluid squirted into the catch tray during troubleshooting involving the coulter lh 780 hematology analyzer. During system startup, approximately five milliliters of diluent and blood fluid leaked outside the instrument and onto the counter and floor. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed solenoids #24 and #9 shorted (faulty). The fse replaced both solenoids and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).